Manufacturer narrative:
Independent dental experts have concluded that the spinbrush toothbrush does not exert sufficient force to cause a tooth to chip or break, veneers to be removed, or caps/crowns to be dislodged; underlying dental pathology or poor dental practices are responsible.

Event description:
After seeing the FDA consumer report, husband and wife both report the toothbrushes chipped their teeth while brushing. Consumer reports event occurred a while ago. Brushes were reported to be over 1 year old without any toothbrush heads being changed.